Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. A manufacturing review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear and damage due to repeated intended use. No further investigation required. (B)(4).

Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch for evaluation. Once the device is returned and the investigation is completed, a followup medwatch 3500a will be submitted. Complaint information provided by (B)(6).

Event description:
It was reported during a hip arthroplasty while reaming the acetabular, surgeon said the 56mm was dull. There were no adverse events reported as a result of the malfunction.